Manufacturer narrative:
The device subject to this MDR was not made available to the MFR for eval. The mfg records for this product were reviewed, no issues were identified which may have contributed to this alleged event. The root cause of this failure is undetermined

Event description:
It was reported that during a total hip procedure, the blade broke at the mount. It was also reported that the broken piece did not fall into the surgical site and that there is no change to the pt's outcome. It was further reported that another blade was readily available and the procedure was completed successfully.